Event description:
A surgeon reported that a posterior capsular (pc) tear occurred during pc polishing. The posterior capsule came into the port and tore. The surgeon commented that the tear may have been caused by a burr on the irrigation/aspiration (I/a) tip that had been used previously. The positioning of the intraocular lens was "changed". The pt is reported to be recovering.

Manufacturer narrative:
The customer reported that the posterior capsule tear occurred 30 seconds after starting irrigation/aspiration (I/a). Additionally, the re-used tip was not confirmed to possess any burrs prior to surgery. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. The root cause could not be determined conclusively. (B)(4).